Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before a vitrectomy surgery, the laser probe didn't fit through cannula. There was no harm to the patient.

Manufacturer narrative:
The laser probe was received and a visual assessment of the returned sample showed no obvious non conformities. Further evaluation found the sample met product specifications. There were 1302 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the probe tips are conforming. The laser probe was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).